Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issues. It was also reported that the pump touch screen was unresponsive. Reportedly, customer continued using pump for insulin therapy. The customer's blood glucose was 200 mg/dl.